Event description:
Patient reported infusion set tubing separating from the luer lock connection on two occasions. He indicated that the first incident he snagged the tubing while he was gardening. The second incident occurred while patient was disconnected. Infusion set separated and fell from the counter to the floor. Patient indicated that his blood glucose was not affected as he was aware of the issue. No medical assistance was required. Product was requested to be returned for evaluation.